Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 04, 2020 that a hot axios stent was to be implanted transgastric to the jejunum to treat an intestinal obstruction during a gastrojejunostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios device was inserted to the working channel; however, the luer lock mechanism on the axios was unable to connect the handle to the echoendoscope and the connection was loose. The device was removed from the working channel; however, after removal, the luer detached from the axios handle. The procedure was not completed because the same device was unavailable. Reportedly, the patient was scheduled for surgery to treat his condition. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the axios stent was placed for a gastrojejunostomy. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated for placement in the jejunum.